Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to a blank display screen with auditory and vibratory features. A crack was found at the display lens seal and a leak test demonstrated a leak where the crack was located. Internal corrosion was observed when pump casing was opened to investigate. Due to the internal moisture damages and the blank display, the functional testing could not be completed and the alleged line through display issue was unable to be fully investigated.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a line through display issue with the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.